Event description:
¿The free style libre 3 measured my husbands blood glucose level as 76 mg/dl and I almost ate something sugary¿ to bring my glucose level up, but then I got out a test strip and tested my blood with the true metrix monitor. The reading 106 mg/dl. I have noticed my readings are usually 30 mg/dl or more different when doing the finger prick and the continuous measuring, it has been going off at night every few hours and I am losing a lot of sleep. I also suspect I have eaten to bring my mg/dl up when I did not need to.